Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead's instructions for use (IFU) list dislodged or dislocated as a potential adverse event associated with use of the referenced device. The most probable cause for the referenced event is known inherent risk of device since the reported adverse event is well-known and documented in the product's labeling/IFU.

Event description:
It was reported that three days following the implant procedure, this right ventricular (rv) lead exhibited decreased, out-of-range pacing impedance measurements (200 ohms) and increased capture threshold measurements resulting in loss of capture. It was hypothesized that the rv lead had dislodged from the implant location, but this was unable to be confirmed via diagnostic imaging. The physician attempted to surgically reposition the lead, but the helix would not screw properly, potentially due to tissue entrapment within the helix. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. The rv lead was received for analysis.

Event description:
It was reported that three days following the implant procedure, this right ventricular (rv) lead exhibited decreased, out-of-range pacing impedance measurements (200 ohms) and increased capture threshold measurements resulting in loss of capture. It was hypothesized that the rv lead had dislodged from the implant location, but this was unable to be confirmed via diagnostic imaging. The physician attempted to surgically reposition the lead, but the helix would not screw properly, potentially due to tissue entrapment within the helix. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.